Manufacturer narrative:
Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the rear and front housing disc curvatures were found to be deviating from release specifications. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. The reported high-power and low flow events were confirmed via log file analysis which revealed several increases in power consumption and estimated flow starting on (B)(6) 2023, leading to parameters above the normal operating range. 92 low flow alarms have been logged since (B)(6) 2023 and 161 high watt alarms have been logged since (B)(6) 2023. Information provided by the site indicated that in addition to the high-power and low flow events the patient experienced dark colored urine. The patient¿s lactate dehydrogenase (ldh), haptoglobin and plasma free hemoglobin were indicative of hemolysis. A transthoracic echocardiogram (tte) was performed, and device thrombus was suspected. It was noted that the patient¿s risk factors for thrombus included hypertension. The patient was treated with intravenous (IV) heparin, tissue plasminogen activator (tpa). It was further reported that the ventricular assist device (vad) was explanted. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, hemolysis and hypertension are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of hemo lysis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medi cations and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the ventricular assist device (vad) was not exchanged, but rather explanted for cardiac recovery and ongoing concern for thrombosis.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power associated with high watt alarms, and the patient noted dark colored urine. The vad also exhibited low flow alarms. The patient was instructed to go to the emergency department for labs and log file review. The patient¿s lactate dehydrogenase (ldh), haptoglobin and plasma free hemoglobin were indicative of hemolysis. A transthoracic echocardiogram (tte) was also performed. A thrombus was suspected internal to the vad. It was noted that the patient¿s risk factors for thrombus included hypertension. The patient was admitted and treated with intravenous (IV) heparin. The patient was also treated with tissue plasminogen activator (tpa), and vad powers dropped back to normal range. Two days later, the vad power spiked again. There was ongoing concern for vad thrombosis, and the vad was subsequently exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the rear and front housing disc curvatures were found to be deviating from release specifications. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. The reported high-power and low flow events were confirmed via log file analysis which revealed several increases in power consumption and estimated flow starting on 08/jun/2023, leading to parameters above the normal operating range. 92 low flow alarms have been logged since 17/may/2023 and 161 high watt alarms have been logged since 09/jun/2023. Information provided by the site indicated that in addition to the high-power and low flow events the patient experienced dark colored urine. The patient¿s lactate dehydrogenase (ldh), haptoglobin and plasma free hemoglobin were indicative of hemolysis. A transthoracic echocardiogram (tte) was performed, and device thrombus was suspected. It was noted that the patient¿s risk factors for thrombus included hypertension. The patient was treated with intravenous (IV) heparin, tissue plasminogen activator (tpa). It was further reported that the ventricular assist device (vad) was explanted. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, hemolysis and hypertension are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of hemolysis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.